Event description:
The customer reported that the 9800 system will not expose. There was no pt involved and this was outside a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned and re-greased. The high voltage tank and x-ray tube were replaced and the filament calibrated during the service call. The system was tested and found to be working as intended and put back into service.